Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by cloudy effluent and abdominal pain (which the nurse stated that the patient had been dealing with for over a year). The day after the onset of peritonitis, the patient was hospitalized for the event. The cause of peritonitis was unknown. The husband stated that he suspected there was a touch contamination which he further described as "maybe she was a little tired when she was hooking up or maybe when she was washing her hands and hooking up she might have bumped something in the bathroom and touched something that had e. Coli on it." However, the touch contamination could not be medically confirmed. The patient was treated with 3 different unspecified antibiotics for the peritonitis event. On an unknown date the following month, the patient was recovered from the peritonitis event. Pd therapy was ongoing. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).